Event description:
The customer stated that her meter was reading erratically. She tested her blood glucose several times and had the following results: 224, 65, and 207 mg/dl. The difference between these readings falls in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse event due to the readings. The customer only had three strips left for testing, so no product will be returned for evaluation.